Event description:
It was reported that the atrial lead exhibited capture and sensing anomalies. The lead appeared to be pulled back, it was explanted and replaced.

Manufacturer narrative:
No medwatch form was received final analysis found that the proximal insulation was abraded at 23.5 - 24.2 cm from the connector pin.